Manufacturer narrative:
After battery installation unit gave an unexpected solid white and blank display with unexpected horizontal lines on display due to cracked or broken traces on the lcd glass between the lcd controller and the lcd image area. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify failed battery test, drive count error boundaries exceeded after movement error, motor was detected by reading unexpected value from hall sensor error. Or drive count or time values or changes incorrect for moving or coasting error. Too slow or too fast due to display anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that the insulin pump had failed battery alarm, drive count/time values or changes incorrect for moving or coasting, drive count error boundaries exceeded after movement and an error in the motor was detected by reading unexpected value from hall sensor . The customer¿s blood glucose level was unknown. Customer stated that drive count/time values or changes incorrect for moving or coasting, drive count error boundaries exceeded after movement and an error in the motor was detected by reading unexpected value from hall sensor were found in alarm history. Customer did not want to continue troubleshoot. The insulin pump will be returned for analysis.